Event description:
Complainant alleged that during functional testing, the attached pediatric electrode pads were not recognized by the associated device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.